Event description:
Pt in symptomatic atrial fibrillation. Cardioverted in synchronous mode x 2 without problem. Third attempt at 300 j converted to ventricular fibrillation. Md reported that device fired during the pt's t-wave. Pt was resuscitated successfully. Equipment removed from svc and sent to clinical engineering dept.